Event description:
Increased/high impedance and oversensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. However, visual analysis observed only one set of setscrew marks on the is-1 pin, which were too proximal. This indicates the lead was not fully inserted into the device.